Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the reported event. Difficulty in removing the device can be affected by numerous factors including, but not limited to manufacturing, user technique and/or patient anatomical conditions. During manufacturing, all devices are visually inspected and a sampling of finished devices is destructively tested to verify the functionality of the device. Information about user technique was not provided. Patient anatomical conditions (e.g. Calcified arteries, morbidly obese patients, etc.) And a tight tissue tract may cause the reported difficulty in device removal. Tissue compaction that results in a distal force being applied to the locator wings, bending them distally, and restricting their proper retraction into the delivery tubeset can also cause the reported difficulty in removing the device. Reportedly, the patients common femoral artery was moderately to heavily calcified. The starclose instructions for use (IFU) indicates that the safety and effectiveness of the starclose device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The IFU further states: do not deploy the clip in areas of calcified plaque. A conclusive cause for the reported event could not be determined. However, it is possible that deviation from the IFU (deploying the clip in a calcified artery) contributed to the reported difficulty in removing the device, which caused slight discomfort and pain to the patient. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there is no indication of a product quality deficiency. Based on the review of the event information and testing/inspection criteria for this device, a product quality deficiency was not noted.

Event description:
It was reported that an arteriotomy closure of a moderately to heavily calcified common femoral artery was attempted using a starclose se device after a diagnostic angiogram procedure which used a 6f sheath. Reportedly, the starclose se device was difficult to remove from the patient anatomy. The thumb advancer release mechanism which allows the thumb advancer and delivery tube retraction was utilized to facilitate device removal in accordance with the instructions for use (IFU). Hemostasis was achieved with the clip. It was also reported that the patient experienced slight discomfort and paint because of the device being difficult to remove. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow-up will be submitted with all relevant information.